Event description:
A previously implanted defibrillator lead was found with a fracture on the outer coil. This is apparently the second time this has occurred for this patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.